Event description:
It was reported that during the implant of the transcatheter bioprosthetic valve, the valve moved ventricular. Patient anatomy was a cause of the dislodgement. Prior to the valve dislodgement, the valve implant depth was at 3 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). After the valve dislodgment, the valve implant depth was 20 mm on the ncc and lcc. The valve was attempted to be snared to pull the valve up and the valve dislodged up into the aorta. Subsequently a non-medtronic valve was implanted. Prolonged hospitalization occurred as a result of the dislodgement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.